Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen was cracked and unresponsive. The user was unable to navigate the touchscreen, and insulin delivery was interrupted. The agent advised the user to switch to backup insulin therapy. A replacement was arranged. No blood glucose or injury was reported.